Event description:
A malfunction labeled as "malf 9" was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided the necessary information to reset the pump and assisted the customer in performing the reset. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump and to contact technical support if the issue reappeared.